Event description:
Patient's representative additionally reported "development of breast implant associated-anaplastic large cell lymphoma (bia-alcl), risk of relapse/recurrence of bia-alcl," "inflammation, and pain." Patient representative also reported severe and permanent harm, suffering, disability, impairment, disfigurement," "inability to provide full care for disabled dependent, emotional distress, loss of enjoyment of life, scarring and additional scar tissue, incurred costs for medical care and treatment, and other economic and non-economic damages, which are permanent and continuing in nature, all not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "lymphoma associated with the biocell implants", no histopathological markers have been provided.

Event description:
Healthcare provider called to inquire if patient's implants were registered. While doing so they stated "patient was diagnosed with the lymphoma associated with the biocell implants". This record will represent the left side. The device remains implanted.